Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on that insulin pump had multiple pump error alarms and failed battery alarm. Blood glucose level at the time of the incident was 182 mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred self test did not pass. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number 5632 file number 2005 due to a software error. Hardware low level failures, alarmed during self test and was confirmed in pump history file due to cold solder joint at ambient light sensor.